Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer used cold insulin with pump supplies. The cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.